Event description:
Additional information reported that patient was now seeing a different health care provider (hcp) .it was noted that patient saw the hcp a day prior to this call and had device checked and hcp told patient to continue taking her zofran. The patient stated hcp also informed patient that the device was implanted for nausea and for patient to not get constipated so the food had a place to go. The patient thought she had the device implanted to "push the stuff through" not for nausea.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 4300-35, serial # (B)(4), implanted: (B)(6) 1999, product type lead; product ID 4300-35, serial # (B)(4), implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
It was reported the patient fell on their stomach. Their abdomen was still sore. The patient had a sudden onset of symptoms following the fall. The patient¿s stool was bloody and tarry. They were prescribed phenergan for the pain. The patient¿s stool issues resolved, but they still had increased constipation, sore stomach, stomach swelling, and a lack of appetite. Reprogramming and activating cycling did not resolve the issue. Impedances were checked and the current battery life was great. The next day, the patient reported cramping and that they were unable to eat. They would vomit when they ate. They also had acute bronchitis. Two weeks later, the patient still had concerns regarding their device or therapy. They were working with their healthcare provider or manufacturer representative. Cycling was not working. An appointment date of 2015-03-19 was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.